Event description:
The pt had the device implanted during an abdominal wall reconstruction. The device tore during implantation. The affected area was resected, the case was completed. The physician has not responded to requests for further info. There was no serious injury reported with this event, but the procedure was prolonged, and there is a risk of serious injury if the malfunction were to reoccur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Review of info reported to lifecell. Since lifecell was unable to obtain lot number, investigation into device history records was not possible. Although lot number info was not provided, it was determined that the device malfunctioned. There is no serious injury with this event, but the procedure was prolonged, and there is a risk of serious injury if the event were to re-occur.